Manufacturer narrative:
The customer strips were returned for evaluation. They read an average of 128mg/dl high out of spec with blood and gave an e11. E11 indicates exposure to moisture which usually causes high results. Retention lot gave satisfactory results.

Event description:
Customer initially received a test error of e11 on her contour meter. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.